Event description:
The facility representative contacted baxter to report a colleague infusion pump with depleted battery alarm. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. During baxter's review of the device event history, it was discovered that the depleted battery alarm caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was evaluated onsite at the customer facility. The reported condition was confirmed. The assignable cause was discharged batteries. The main batteries and battery harness were replaced. A follow-up medwatch report will be submitted if additional information becomes available.